Manufacturer narrative:
The system was examined and the reported system message was confirmed (via event logs). However, the company representative did not indicate finding any issues that would be associated with the reported event. The footswitch cable and footswitch interface card (which belongs to the system), were both replaced and returned for evaluation. The system was tested and found to meet product specifications. The footswitch was manufactured on june 7, 2006. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on december 13, 2008. Based on qa assessment, the product met specifications at the time of release. The footswitch was returned for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The returned footswitch was connected to a calibrated system. The system was powered on and tested. The reported system message was not able to be replicated. Both the system and the returned product met specification. Therefore, the root cause cannot be determined conclusively. Additionally, the footswitch interface card was received for evaluation. A visual assessment of the returned sample revealed a burn on the component. The returned footswitch interface pcb was installed in a calibrated system and powered on. The system displayed a system message (sm) on start up. The root cause of the reported sm can be attributed to the burnt component. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause of the reported sm can be attributed to the burnt component. The root cause of the reported pc tear cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system displayed a system message during a cataract procedure that would not clear and the footswitch stopped working. The surgery was aborted. The patient experienced a posterior capsular tear. The surgery was completed at another facility without implanting the intraocular lens (iol). Additional information has been requested but not received to date.